Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/5/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please provide the lot number. => at8981. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)=>n/a. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. => we regularly contact with sale rep about the device returning. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one cannula with pds suture that pertains to product code ez10. The visual assessment of the product shows that the cannula was intact. The suture was examined and it was observed that the strand had begun with a degradation process caused by exposure to the environment. Per the sample condition, the functional test cannot be performed. In addition, the foil was visually inspected, and no anomalies were observed during the evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A device has been received, however clarification is requested whether the product belongs to this complaint. Requested the following information: product code: ez10g. Lot : an5564. 1. Please clarify if the additional device belong to this complaint? If so, what is the product code and lot number of the unknown returned product? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. It was reported from the analysis of the returned product that suture degradation was observed. During the unknown procedure, break point was tattered and could not be ligated. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2024 additional information was requested, the following was obtained: product code: ez10g - lot : an5564 1. Please clarify if the additional device belong to this complaint? No, lot number of this issue is at8981. The customer letter has been submitted and this issue has been closed. If so, what is the product code and lot number of the unknown returned product? In japan, there is no complaint of lot#an5564. 2. If not, could you please clarify if the additional received product belongs to a different complaint? In japan, there is no complaint of lot#an5564. If so, can you please provide the complaint number. In japan, there is no complaint of lot#an5564. 3. If the device was not reported before, please provide more details of device malfunction. The product may not be the complaint in japan. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. Refer to this complaint, we got your investigation result as lot#at8981. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. We have already closed this complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.